Manufacturer narrative:
(B)(4). Weight rounded - actual weight (B)(6). There was no reported product deficiency. The reported patient effect neurological deficit dysfunction is a known observed and potential adverse event as listed in the xact carotid stent system instructions for use (IFU). Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that using a femoral artery access approach during a left internal carotid artery (lica) an emboshield nav6 embolic protection device (epd) was positioned without issue and the vessel was dilatated using a viatrac balloon dilatation catheter (bdc). Post inflation during angiography injection of the vessel it was suspected that 3 bubbles of air may have been injected with the contrast. There was no reported adverse patient effect. An xact stent was deployed and post dilatation completed using the same viatrac balloon catheter without issue. During the procedure the patient experienced no hemodynamic changes and was verbally responding and physically squeezing the reflex toy throughout the procedure. Post procedure prior to transport it was noted that the patient exhibited left sided weakness. Neurological consult and a computed tomography (CT) scan were performed and no changes were noted; additional heparin was given. Within hours the patients condition improved and the left side had improved reflexes, however, there was some lower extremity weakness remaining. The patient was hospitalized for observation. No additional information was provided.